Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission episodes of auto mode switch was observed. Patient was asymptomatic. Upon review of transmission records, atrial pacing resulting in undersensing and loss of capture was observed on the ventricular channel. Programming changes were recommended. No further information available.